Event description:
It was reported that the cine function was not operating correctly. This resulted in loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and cine drive were evaluated and replaced. The system calibration files were reloaded. The system was tested and found to be working as intended and returned to service.